Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 09-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced eighteen different incidences, which were associated with separate units, involving eighteen different events. Avanos medical, inc. Noted the respiratory therapists estimated that this occurred up to 35 times. "It happened [both] prior to intubation and while patients were intubated." Due to the unknown amount of incidences occurring prior to intubation. This complaint is reportable for eighteen (18) events in regards to the failure of the vent connector while the patient's were intubated. This is the twelfth of eighteen reports. Refer to 9611594-2018-00165 for the first event. Refer to 9611594-2018-00166 for the second event. Refer to 9611594-2018-00167 for the third event. Refer to 9611594-2018-00168 for the fourth event. Refer to 9611594-2018-00169 for the fifth event. Refer to 9611594-2018-00170 for the sixth event. Refer to 9611594-2018-00171 for the seventh event. Refer to 9611594-2018-00172 for the eighth event. Refer to 9611594-2018-00173 for the ninth event. Refer to 9611594-2018-00174 for the tenth event. Refer to 9611594-2018-00175 for the eleventh event. Refer to 9611594-2018-00177 for the thirteenth event. Refer to 9611594-2018-00178 for the fourteenth event. Refer to 9611594-2018-00179 for the fifteenth event. Refer to 9611594-2018-00180 for the sixteenth event. Refer to 9611594-2018-00181 for the seventeenth event. Refer to 9611594-2018-00182 for the eighteenth event. It was reported the blue adapters came out of the tube. It happened while the patients were intubated. There was no reported patient injury. No additional information was provided.